Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported an intraocular lens (iol) with a missing haptic and a cut in the optic. There was no patient contact and the procedure was completed with a new lens.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is broken in the gusset area. The broken haptic portion was not returned. The optic edge is broken/torn. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).